Event description:
The reporter stated that during a dental procedure, it was observed that the biomend consistency was stiff; it was hard to mold. There was poor wound healing and the pt developed an infection, swelling and discomfort at tooth number 14. The pt's condition is reported to be fair. No other info was provided by the reporter.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based upon the reported info.